Manufacturer narrative:
One opened knife sample was received properly seated in a blade protector tray for the report of cutting failure. The returned sample was visually inspected per facility procedure and was found to be nonconforming with a damaged cutting edge and missing part of the blade. Penetration testing could not be performed due to the damaged condition of the sample. The returned sample had a foreign material present which was sent for analysis. The lab analysis indicated that the foreign material was rust. The exact root cause could not be determined from the investigation performed. The majority of the damage to the cutting edge of the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The foreign material around the edge of the blade was identified as rust. The rust was located around the damaged area of the blade and the damage was consist with the corrosion. Where and how the foreign material was introduced and how the blade was damaged cannot be determined from the evaluation. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damage to the blade exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. No lot number was identified with this complaint therefore, a lot history review could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife exhibited cutting failure during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.